Manufacturer narrative:
Investigation summary: the customer reported a separation at the pumping segment and then returned a photo of the tubing separated. The tubing separated at the silicon tubing to blue clip connector, but the ring retainer was observed to be attached to the tubing. The presence of the ring retainer makes it unlikely to be a manufacturing error. The likely cause is user error, but this cannot be confirmed without a sample. There is a known failure mode for improper loading of the pumping segment, we strongly recommend loading the top blue clip into the pump first and then the bottom. The complaint is verified by the picture. A device history record review for model 2420-0500 lot number 20053223 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is uncertain without a sample.

Event description:
It was reported that a as lvp 20d dehp 2ss cv had air in line and experienced component separation during use. The following was reported by the initial reporter: "event 1: material #: 2420-0500, batch/lot #: 20053223. Event2: material #: 2420-0500, batch/lot #: 20053223. It was reported that when removing the blue connector they observed a bubble and the tubing separated from blue connector spraying two rns. Verbatim: hi xxxxxxxx, I sent this information to xxxxx xxxxx and I was informed that you are the proper bd source to report this incident. Please review the information below and get back to me asap. Thanks very much. We are having all the product lots pulled and sequestered. We would like to set up a call with you and/or your staff with our clinical team to get details on next steps. Attached are photos of the part and the lot that we have in our central supply. This was submitted into our incident center as an em2 details below: xxxxxx has confirmed she has the actual failures. Incident details: incident ID: (B)(6) date: (B)(6) 2021 department: terrace west category: pt - other-non-clinical (describe in detail below) type: equipment severity: event 3: minor injury/illness type: other description: rn changing chemotherapy bag in patient room off of alaris pump. Rn attempted to remove "blue connector" that fits in module of pump, observed bubble, once removed, tubing separated from blue connector spraying two rns, xxx xxxxxx and xxxxx xxxxxx, who was observing after second check by xxxx xxxxxx completed. Xxx and xxxxx called xxxx back to room, xxxxxx xxxxxx to floor. Xxxxx and xxx washed face and rinsed eyes. Faulty tubing placed in chemotherapy transport bag. Xxxxxx xxxxxx will take bag for safe keeping. Xxxx xxxxx continued to hang next dose of chemotherapy. No injury to patient and no extended break in care of patient. Rns to follow up with employee health. Pharmacy made aware by xxxxxx xxxxxx rn xxx had proper ppe on and xxxxx, observer was standing back from pump. Hello all: we have had two incidents in the cancer care center involving bd primary IV tubing (lawson 38516) where parts of the set have come apart showering the nurse in a chemotherapy drug. I am not aware of any known issue or recall of this product. As it is used house wide, I want to bring it to your attention. Thank you,"